Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (implant coil detached from the pushwire). Follow-up was conducted to confirm the complaint details and that the correct device was returned; however, the customer unable to provide any additional detail. As received, only implant coil returned found damaged and had lost its original shape with the polypropylene filament intact and detached from the pushwire. The pushwire was not returned for investigation. We were unable to determine the cause of detachment of the device. It is likely that the implant coil became damaged during the attempt to move the concerto implant coil against the reported resistance. It is possible that the implant coil detached from the pushwire following the event and the pushwire was discarded. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization of vessel treatment, this coil would not make it through microcatheter and stuck at the distal part of the catheter. It was reported this coil used as second coil in the procedure. The physician had to pull the entire catheter out from the patient. They used some additional larger sizes coils and procedure completed. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached and returned without pushwire.